Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software suspended insulin delivery inappropriately, and did not deliver insulin as expected. Customer's blood glucose level ranged from 251-253 mg/dl. Reportedly, a pump reset was performed to address the event and the customer continued to use the pump for insulin therapy.